Event description:
The customer reported that the sys displayed an overheating error message. This error message will prevent the sys from producing x-ray. There is no report of pt injury.

Manufacturer narrative:
The field engineer issued a repair quote to the customer and was awaiting a response. No further repair info is available at this time.